Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that the screw and eyelet from an ar-2923bc-k biocomposite pushlock implant system would not separate. The case was completed using another ar-2923bc-k biocomposite pushlock implant system. This was discovered during an atfl repair procedure on (B)(6) 2024. Nothing broke inside the patient.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or improper bone preparation.